Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s daughter stated the patient had been doing water exercises and became confused and started speaking slowly. The patient¿s dexcom was in signal loss because the patient had been in the pool and beyond the 20 feet of the receiver range. Once the patient was out of the pool, the values returned and her cgm was 49 mg/dl. The patient¿s daughter and physical therapist was with the patient and the physical therapist suspected the patient maybe having a stroke. Her blood pressure was checked, and it was 185/105. Emergency medical services (ems) was called and while waiting for ems, the patient was provided juice that contained 28 grams of sugar. When ems arrived, the patient¿s bg was 79 mg/dl; however, her cgm continued to read 49 mg/dl. She was treated with glucose gel and candy. The patient refused transportation to the hospital. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.